Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input an incorrect blood glucose (bg) value into the bolus screen and then cancelled the food bolus that had been delivered based on those calculations. The customer's blood glucose level was 183 mg/dl, and the customer called tandem technical support to inquire how the first incorrect bolus request would impact the bolus request the customer wanted to deliver using the correct bg value. Tandem technical support educated the customer regarding bolus calculations of the pump. The customer acknowledged the information and completed a second bolus using the correct bg value. The customer was able to successfully deliver a bolus and was satisfied with information.